Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon successful deployment after one month, examination report demonstrated patient was still throwing some pulmonary emboli. Approximately after six months, diagnostic cavogram demonstrated filter tilt at approximately 30 degree and tip appears to lie outside of the inferior vena cava laterally to the right. Multiple unsuccessful retrieval attempts were performed. Due to filter tilt, the filter was unable to be removed. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, tilted and embedded in the wall of ivc and device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism; however, the current status of the patient is unknown.